Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a procedure, a left ventricular (lv) lead was successfully placed. After the implant, the physician proceeded with an ablation procedure. During the process of maneuvering the catheter for the ablation, the lv lead got tangled up in the catheter and dislodged. Due to the patient's physical condition, the physician decided to remove the lead and had to reopen the pocket. The lead was explanted and a pin plug was placed in the lv port. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.